Event description:
On 10/19 pt was infusing tpn when parents stated that she began coughing and gagging approx 1/2 hour after starting the infusion. Pump was stopped immediatly and parents noticed same air in the tubing distal to the 1.2 micron filter. Hosp rn called; pt seen by paramedics & went to ER. Was released same night without incident.